Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in taiwan. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console. It was noticed during testing. No patient was involved. No harm to any person has been reported. The reported failure ¿runaway error¿ could lead to the pump stop therefore, a report is required. The rotaflow drive (rfd) with s/n: (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-09-08 the reported failure could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2025-10-15 the supplier (B)(4) was able to reproduce the reported failure "runaway error". The affected parts have been replaced by the supplier and the device is working as intended. The most probable root cause could be determined by the supplier (B)(4) as a defective speed sensor. The runaway error occurs when there is a deviation between the set speed of the rotaflow console and the speed measured in the rotaflow drive. If the speed sensor is defective, an implausible signal is sent and the pump performs an emergency shutdown with the error message "runaway error". This error can even occur when the disposable is changed with the pump switched on. The magnets of the disposable turn the pump; speed is generated and the console switches off. The precise root cause of the component damage can not be conclusively determined within the scope of this investigation. Based on the investigation results the reported failure "runaway error" could be confirmed. The review of the non-conformities was performed on 2025-08-13 and during the period of 2020-07-12 to 2025-08-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive was produced in 2020-07-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in taiwan. It was reported that the error message ¿runaway¿ was displayed on the rotaflow console. It was noticed during testing. No patient was involved. No harm to any person has been reported. The reported failure ¿runaway¿ could lead to the pump stop therefore, a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market. It is a significantly similar device to rotaflow drive which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow drive with catalog number 701022161.